Manufacturer narrative:
Manufacturing and quality control data: the peritoneal catheter was manufactured by a qualified employee on june 2021. Deviations during assembly did not occur. The product was finally tested as article fv072p and released for packaging and sterilization and was sterilized by miethke. All catheter which manufactured by miethke are made of medical silicone. Conclusion information due to the fact that the clinic only requested the ingredients for further testing for possible allergies, the case can only be evaluated as an explantation without malfunction. No malfunction of the catheter was reported and the intolerance of the catheter could not be confirmed. Thus, the reason for explantation remains unclear. Whether it was an allergic reaction, infection, or other possible circumstances has not yet been clarified. However, indications of possible allergic reactions are included in the instructions for use. From our point of view, no further regulatory actions are required.

Event description:
It was reported that explantation occurred due to a suspicion of allergic reaction to the peritoneal catheter (silicone). The surgeon inquired the manufacturer if there had been any previous cases. It was also inquired about the composition of the silicone catheters so that allergy testing could be performed in the dermatology department. The catheter was implanted for approximately one (1) year and six (6) months without issue.